Event description:
It was reported that during a carotid artery procedure using the spider fx embolic protection device, the patient had a 70% calcified stenosis in the mid segment of the common carotid artery with moderate tortuosity and moderate calcification, and embolic protection was used during the procedure. During initial advancement of the device, resistance was felt and a marker band embolized/dislodged within the sheath. The device was unable to cross the lesion on the initial attempt. The marker band was captured within the sheath, and the procedure was completed by replacing the embolic protection device with another spider fx embolic protection device of the same brand and model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: filter basket returned loaded in the blue recovery catheter. No apparent deformation to filter basket. Slight deformation to the distal floppy tip. Attempted retracting filter basket into recovery catheter encountered significant resistance and could not proceed past this point. Bends noted to capture wire. Filter basket loaded into delivery catheter. Filter basket retracted to clear section of delivery catheter with significant resistance. Filter deformation apparent at the ro horseshoe. Significant resistance in retracting filter basket appears due to ro horseshoe marker dislodgement and interaction with catheter tip. The gold proximal mouth indicator had came loose from the filter basket but was still attached. Additional information: the marker band "embolized/dislodged" meaning the protective cover could not be retracted into the catheter. The marker band or any component did not completely detach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.